Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device history review: part: 317.160s, lot: 3l29689, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 08. Feb. 2019, expiry date: 01. Jan. 2029. Device was first manufactured unsterile under the lot f-25888 by (B)(4) and sterilized afterwards. As this complaint is neither packaging nor sterilization related only a mre of the unsterile device 317.160 with lot f-25888 was made: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Remark: (B)(4) is mentioned in the documents, this is a planned nc for the supplier (B)(4) in relation to a transfer project without influence on the product itself. Investigation summary: the visual inspection of the received drill bit did confirm that a piece of about 4mm length is broken off at the crossover from the flutes to the shaft, the fragment was not returned for evaluation. In general is the drill bit in a good condition with no other visible damage. The relevant dimensions at the fracture face cannot be verified as the breakage occurred at the crossover. Checked dimensions with caliper 3-01-20766 per drawing: overall length (to define length of broken piece) specification 44.5mm +/-1 / measured: 40.54mm = damaged, outer shaft diameter with micrometer 3-03-17585, specification 1.1mm -0.01/-0.04 / measured: 1.08mm = pass. The review of the manufacturing documents has shown that the device was manufactured according to the specification, no deviation regarding material, hardness and dimensions could be detected. The complaint is confirmed as the drill bit is broken as complained. During the evaluation no product related issue could be detected. This lot of (B)(4) pieces was manufactured in october 2018 and we are not aware of any other complaint for this article and lot combinations, neither the unsterile lot f-25888 nor the sterile lot 3l29689. The root cause of this occurrence cannot be defined based on the provided information and without the missing fragment. It can only be assumed that a mechanical overload situation during drilling caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, a drill bit snapped into patient's orbit. Thus, an x-ray was taken to ensure that there was no any metal or foreign body remained in the patient, resulted into an unspecified surgical delay. The surgeon believed that any fragments might have gone up through suction. Surgical procedure and patient outcome were unknown. This is report 1 of 1 for (B)(4).